Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 02may2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by (B)(4) represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to (B)(4). (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury.

Event description:
It was reported by the caregiver that the mic-key feeding tube placed on (B)(6) 2017 collapsed internally. The balloon was intact; however, feeding became slow after a week or two of placement. When trying to vent the patient¿s stomach the caregiver use a paper clip to try and unclog the feeding tube. This did not work and the patient began coughing and aspirated. The patient was hospitalized from (B)(6) 2017 for aspiration pneumonia. This patient was sent home from the hospital with antibiotics. The mic-key feeding device was replaced (B)(6) 2017. Currently the patient is in stable condition and well. No longer taking antibiotics. No additional information was provided.